Manufacturer narrative:
Radiographs were received and confirmed the event. Revision surgery occurred; however, the implants were not returned for evaluation. No further investigation can be completed at this time. The root cause of this reported event has not been determined. Trend review indicates no adverse trend exists for the fault type. Potential adverse events and complications: "potential risk identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss fixation, nonunion or delayed union, fracture of the vertebra, implant subsidence"... Warnings, cautions and precautions: "internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." Not returned.

Event description:
On (B)(6) 2015, a patient underwent a corpectomy during which a vertebral body replacement (vbr) device was implanted at the t-12 disc space. In addition, posterior fixation was placed at levels t9-l4. Approximately 1 year following surgery, it was noted the vbr had reduced in height and two rods appeared to broken close to the l1 connectors. A revision surgery occurred (B)(6) 2016 to remove and replace all the hardware. Patient condition and status of health prior to event is unknown. Patient activity level, bone quality, and compliance with post-surgical instructions are unknown.